Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: 429888 lead, implanted: (B)(6) 2017.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead and left ventricular (lv) lead showed high pacing impedance readings after they were fully inserted into their respective ports and the set screw was tightened. The cardiac resynchronization therapy defibrillator (crt-d) was not used and replaced successfully with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.